Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the trigger was jammed and made unusual noise. It was further determined that the wire insulation on the electronic control unit was damaged and there was corrosion on internal components. It was determined that the damaged wire insulation on the electronic control unit was due to wear on components from use. It was determined that the corrosion on internal components was due to inadequate cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer/drill device stopped during reaming. There was a five minute delay in the surgical procedure. An identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.